Manufacturer narrative:
Reported event: an event regarding a disassembly issue involving a accolade offset rasp handle was reported. The event was not confirmed for this device. Functional testing concluded that damage to the rasp was the cause of the event and not the rasp handle. Method & results: -device evaluation and results: a visual inspection confirmed that a burr had been deformed and was partially obstructing the rasp's slot where the handle's mating protrusion would enter. A functional inspection confirmed that the rasp was difficult to mount and difficult to remove from the returned handles, but was successfully mounted and removed with normal hand pressure. The required effort was reduced each time the mounting and removal was repeated. It appears the burr that had been partially obstructing the rasp's mounting slot was the cause of the difficulty in mounting and removing the handles, and with repeated uses the burr was starting to wear away. This was further confirmed by attempting to mount and remove other rasps onto the two handles. This was performed easily and with no resistance pointing to the returned rasp's damage as the cause of the event. -medical records received and evaluation: not performed because no patient clinical information was provided as there is no evidence to support the event was related to patient factors. -device history review: the reported device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events reported for this manufacturing lot. Conclusions: the investigation concluded that the cause of the event was due to rasp damage due to an inappropriate impaction of the rasp with a hard object. This is a misuse of the device as the rasp is not intended to be impacted directly. It was also concluded that there is no indication the event is related to a manufacturing issue. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that when the broach was pulled out from the medullary cavity of a bone, the broach was incompletely fitted and the handle was not grasped the broach. Therefore the broach handle was hit with hammer. After this, the broach and the handle were fitted and broach was able to be pulled out.

Manufacturer narrative:
The other device listed in this report is an accolade offset rasp handle, cat. No.: 1020-1400, lot code: p6k125. At this time, it cannot be determined which of these devices may have caused or contributed to the event. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that when the broach was pulled out from the medullary cavity of a bone, the broach was incompletely fitted and the handle was not grasped the broach. Therefore the broach handle was hit with hammer. After this, the broach and the handle were fitted and broach was able to be pulled out.